Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was using an external neurostimulator (ens). It was reported that there was pus detected at lead insertion points during lead pull. Pus was detected at lead entry sites during lead pull. The rep also mentioned the patient fell at home this morning. Patient was sent from lead pull to ER. The issue was ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). The rep clarified that the lead pull timing was as expected. The patient was sent to the ER and subsequently admitted to the hospital.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 23-oct-2028, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(6), ubd: 03-sep-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.